Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: tubing leaking below the cassette. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. Therefore, it was observed that the diaphragm was displaced. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was observed in the ivenix lvp display. It was not possible to complete the priming process, and it did not pass successfully. An underwater leak test was performed to verify the liquid and air side areas of cassette and bubbles were observed coming from unit. Finally, a dye test was performed, and it was detected that the leak was located at the vent hole near the outlet valve. The probable root cause could be related to a manufacturing error during the positioning of the diaphragm, leading to it being displaced. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.